Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 1 of 2 MDR submissions).

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, a lay user reported that the adc device won't fully insert into the arm and that it caused excessive bleeding. There was no report of an adverse event or third-party intervention due to the reported issue. Adc customer service attempted to contact the lay user (reporter) 3 times via phone and email to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.